Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged the day after it was implanted. The physician attempted to reposition the lead, but the helix was not retracting properly. The lead was explanted and replaced. No patient complications have been reported as a result of this event.